Manufacturer narrative:
This event had been initially evaluated and fully investigated by olympus as not meeting the reportability decision criteria. This MDR is being submitted as part of a response from an external audit and re-evaluation of the reporting decision. This case is being conservatively reported as a device malfunction based on the following: the device malfunctioned and prevented the complete examination of the cecum as planned. It is possible that incomplete diagnostic testing could indirectly cause or contribute to death or serious injury should it recur. At the time of the report, the customer confirmed there has been no health hazard to the patient. The device referenced in this report was returned to olympus for evaluation. Preliminary findings are reported. Physical evaluation of the returned device: olympus confirmed the reported event "it does not angulate even if the angulation is operated." We confirmed there is insufficient angulation due to the control cable stopper for direction was detached. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during a diagnostic colonoscopy using a colonovideoscope, the up angle stopped working. Although it was inserted as far as it could be, it was not possible to reach the cecum, which was the original purpose. Part of the cecum could not be observed. The customer confirmed there was no health hazard to the patient as a result of this occurrence.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the detached control plate stopper (cp-stopper) is caused by irregular shocks such as dropping the scope or twisting the control section during use. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The following additional information was received from the customer: it is unknown if the device was inspected prior to use. Although, the colonoscopy was completed without changing equipment, observation of the cecum was not possible. It is unknown if the issue caused a procedural delay. The extent of insertion of the scope was explained to the patient; and although it is unknown, a subsequent colonoscopy will unlikely required.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information that was received from the customer.